Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a delay in unlocking the pump touch screen. As the issue occurred in the past, troubleshooting was unable to be performed. There was no known impact to the customer's blood glucose.